Event description:
A tear in the posterior capsule required an anterior vitrectomy. The incision was enlarged to remove the lens and suture was used to close the wound. The lens was not replaced due to the patient's increased intraocular pressure. The b+l device did not cause or contribute to the event.

Manufacturer narrative:
See MDR 1920664-2010-00151 for the delivery device used with this intraocular lens. Facility stated the b+l device did not cause or contribute to the event.